Event description:
Overdelivery reported. The pump was set to deliver d5.45ns with 20meq of potassium chloride at 100ml/h via primary infusion with concurrent secondary delivery of heparin 25,000u/500ml at 18ml/h. A new heparin container was started at 5pm. At 5am a serum prothrombin time was drawn and the results at approx 5:30am showed a prothrombin time of >300 seconds. The nurse went to the pt room to look at the pump/intravenous container and she noted the bag was "almost empty" with approx 50ml remaining. The heparin container was expected to last over 27 hrs, but the event was noted 12.5 hrs after the bag was hung. The prothrombin time was repeated to verify and the results were 264.9 seconds. A prothrombin time that had been drawn at 10pm (5 hrs into the new container) was reportedly "therapeutic." The pt experienced bloody oozing at his intravenous access sites, he produced some blood tinged mucous, and he was incontinent of urine that was bloody with clots. The pt's physicians consulted, and decided not to give the pt protamine due to the admission diagnosis of stroke. The heparin was held for an unspecified amount of time and the pt was monitored closely while his prothrombin time was allowed to return to a therapeutic level. The heparin was then re-started on a different pump. The pt did not exhibit any adverse sequelae or residual problems from the event. No add'l info was available.